Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing lead impedance with history of high out-of-range (oor) impedance measurements. It was also noted that a noise was oversensed. However, no pacing inhibition was reported. The health care professional (hcp) programmed the device to vvir and the patient reported a shortness of breath (sob). However, the symptom was tolerated by the patient. The hcp planned to do an atrial lead revision. Additional information was received that the ra lead was damaged. A revision procedure was done in which the ra lead was surgically abandoned and capped. The ra lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.